Manufacturer narrative:
There were no reports of a device deficiency. Additionally, the zoll catheter was left in the patient for a longer period (6 days) than is recommended. Per the instructions for use (IFU), the in-dwell time for the zoll quattro catheter is 4 days, which was exceeded. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. It should also be noted that the patient was considered in a high risk category for dvt. The zoll catheter used during the event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
A male patient weighing (B)(6) was hospitalized for a traumatic brain injury (tbi). There were no conditions causing the patient to be non-ambulatory prior to hospitalization. The hospital staff was unwilling to provide the patient's age and medical history. It is unknown what medications the patient was taking. The reason for therapeutic ivtm was for normothermia. Patient's temperature prior to ivtm therapy is unknown. There were no adjunctive temperature management or relative procedures performed on the patient. The hospital was unwilling to provide information on whether there were other interventions or procedures performed on the patient to address the cause of hospitalization and related health issues. Blood coagulopathy results prior to initiation of therapy are not available. There was no separate catheter used for the central line. Patient was systematically anti-coagulated with subcutaneous heparin. The zoll console was set to max mode. The desired target temperature for the patient was 37 degrees celsius. The actual set point on the console was also 37 degrees celsius. It is unknown what the room temperature was. A foley (manufactured by bard) urinary temperature probe was placed. A zoll quattro catheter was successfully placed into the right femoral vein on (B)(6) 2015. Catheter insertion was made in one attempt. It is unknown if insertion was difficult or smooth. It is also unknown what level of experience the physician has with intravascular catheter placement. Customer reported that a deep vein thrombosis (dvt) was discovered via ultrasound. The clot formation was located in the femoral vein. The dwell time of the zoll catheter at the time the dvt was discovered and at the time of catheter removal was 6 days. There were no vessel injuries caused by the zoll catheter. The dvt was mitigated by an inferior vena cava (ivc) filter. It is unknown if medications were given to the patient. Patient is currently alive. Per the nurse manager, the patient was in a high risk category for dvt. The nurse manager also suggested that the zoll catheter was the only catheter in the patient that would be attributable to the dvt.